Event description:
A report was received that stated the pump alarmed "check clutch." No pt injury or adverse event was reported.

Manufacturer narrative:
The suspect device was returned and evaluated. Testing confirmed the check clutch alarms were caused by the position potentiometer being disconnected from the main board of the pump. The position potentiometer was plugged back into the main board. Following repair, the device passed all function and delivery testing.